Event description:
Patient presented to ER on 01-10-99. Had #6 cuffed tracheosoft xltp trach in place. Initial trach insertion one month prior to event. Event: trach outer cannula completely separated from trach head. Pt was holding outer cannula in place by holding pilot balloon. Trach was changed to device with same manufacturer description. Pt discharged from ER. Subsequent event: pt notified clinical nurse specialist by phone that he had had 2 inner cannulas break in the same manner (#6 x1c). Shiley was notified of problem at this time (02-08-99). The replacement trach was changed to a #8 cuff= less xltp. Subsequent event: pt notified clinical nurse specialist by phone that he had had 2 more inner cannulas break at the head/inner cannula tube connection (#8 x1c). Clinical nurse specialist has these cannulas in her possession.